Manufacturer narrative:
On 12/12/2018, mentor realized the serial number for this device was incorrectly reported. The correct serial number is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 11/6/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with mentor smooth round moderate plus profile 425cc saline prostheses developed capsular contracture baker grade iii the left breast post procedure; with possible deflation of the right breast prosthesis. As a result, the patient underwent bilateral removal and replacement with unknown mentor prostheses on (B)(6) 2018. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-06971 for the contralateral prosthesis.